Manufacturer narrative:
Product analysis: analysis did not confirm the customer comment of "bottom knob" broken though it was noted that a menu knob was missing. Analysis did confirm the customer comment that the upper case was broken and additionally noted that the breakage was around the menu encoder and that the ventricular output connector was broken and that all case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom knob of the external pulse generator as well as its case were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.